Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the device product code (d2) from the initial medwatch.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damage could not be determined. It is likely that the instrument was repeatedly inserted and removed with the instrument tilted against the product, which may have caused the fracture. The slit may have also been overloaded at the slit attachment point and was unable to withstand the load, resulting in the rupture. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿when inserting or withdrawing the instrument, the tip of the instrument must be closed or retracted into the sheath to prevent the biopsy valve from breaking and fragments from falling out into the body cavity. It should be done slowly, keeping it straight against the biopsy valve. If a sharp spoon is used, insert or pull out with the tip straightened". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A visual inspection of the device showed that the slit was broken with 2 separated pieces (2mm & 3mm in size). If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during a respiratory examination, what appeared to be a component from his olympus single-use biopsy valve fell off into the patient¿s trachea. According to the initial reporter, the segmented prices were recovered, and the intended procedure was completed without any patient harm.